Event description:
A us distributor returned monitor sn (B)(4) indicating that it failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor displayed code 102 - charge profile fault. Upon evaluation, the r30 resistor on the monitor ca board had a broken end-cap. The cause of the test failure is the defective resistor. The root cause of the defective resistor cannot be positively identified. No adverse event resulted form the defective monitor.